Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the instrument and found the wash collar vacuum valve malfunctioning. The fse replaced the wash collar vacuum valve to resolve the issue. The fse verified system performance. (B)(4).

Event description:
The customer reported a fluid leak of approximately five (5) milliliters from the reagent probe a of a unicel dxc 800 synchron system. The leak was contained within the instrument. The customer was wearing personal protective equipment consisting of gloves, lab coat and eye protection at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.